Event description:
Customer reported that about 8am, she was in bed feeling very weak and disoriented, symptoms of hypoglycemia for her. Her daughter came to her and brought her coffee with cream and doughnuts to help raise blood glucose. Customer indicated she would not have been able to obtain this on her own. After consuming the coffee and doughnuts, she was able to test her blood glucose on her meter and received 38 mg/dl. Customer still continued to eat and also ate some oreos and began to feel normal. About 1 hour later she tested again and received 351 mg/dl. Customer then went to work and adjusted to a tbr of 70% for the day, returning to normal basal delivery when she returned home that evening. Customer is currently fine now. Customer is concerned that she received incorrect insulin amount either through bolus or basal delivery and this is what caused her low blood glucose. The alleged product was requested for evaluation, and replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.